Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (serial#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during gastroepiploic artery treatment on an open gastrectomy procedure, the opening and closing of the handpiece jaws were not smooth approximately after an hour of use. The tactile switch also remained pressed halfway but power supply was stopped when remained stuck. The device was cleaned each time it was returned from the surgical field, approximately once every 10¿20 seals. The knife blade was not extended nor protruded beyond the edge of the jaws. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. The activation button did not appear to be stuck. However, a rattling noise was detected when the area surrounding the button was shaken. This suggests that an internal component may be damaged, which could have contributed to the button becoming stuck during use. The device was disassembled and a broken post was identified on the right handle body that would allow for the pcb to become misaligned during use. It was reported that the jaws were difficult to open and the device stopped working. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the unit, knob or button failed and the device was difficult or impossible to close. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.